Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the device was not detected on bus. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-sep-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the pyxibus drawer controller had failed. A field service engineer identified that drawers 2-1 and 2-2 were not on the bus, and the pyxibus module controller had no lights while both drawer controllers were in range. The engineer replaced the pyxibus drawer controller. The drawers were recovered, and medications were inventoried. The system functioned as intended after the field service engineer repaired the device.

Manufacturer narrative:
Additional information: section h manufacturer narrative, section b describe event or problem, section d device available for eval and returned to manufacturer on correction: section d unique identifier (UDI) part analysis: the reported issue of the medstation es aux not powering on was confirmed by the field service engineer (fse). According to work order (wo) 02049319, fse identified that drawers 2.1 and 2.2 were not shown on the bus, and the pyxibus module controller had no lights while both drawer controllers were in range. The fse replaced the pyxibus drawer controller. The drawers were recovered, and medications were inventoried. The system functioned as intended after device was repaired. External inspection confirmed there was no damage or missing components in received pcba fh cubie pmc. Laboratory testing identified through measurement results that capacitor c204 was damaged. Pcba received from fse is not the same reported in salesforces and has no relation in this issue. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the root cause of the reported issue could not be identified, as received pcba fh cubie pmc has no relation with the half height drawer issue. Incidentally, external inspection and component testing were conducted on the returned unit, identifying capacitor c204 as damaged.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the device was not detected on bus. The customer reported that there was a delay in dispensing the medication. As part of the investigation, it was determined through measurement results that capacitor c204 was damaged. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the device was not detected on bus. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.